Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. The broken piece, approximately 0.20" x 0.10" was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the tip of the harmonic ace was broken. The procedure was completed with no reported patient harm, adverse outcome, or injury. There was no report of fragment(s) falling inside the patient.